Event description:
During initial inspection of newly vendor installed ceiling mounted lift, the lift assembly flashed flame and smoke when the lift was activated. The manufacturer was contacted and the lift inspected with the manufacturer's representative. The failure was caused by a miswired charging voltage connector inside the lift head. According to the manufacturer, when the units are manufactured in denmark they are configured for dc, direct current, operation. When the units ship to the us, they are supposed to be re-configured for ac, alternating current, operation at guldmann's us facility prior to the equipment shipping to the final user. This reconfiguration did not occur with this lift head.